Event description:
On december 28, 1998 nellcor purtian bennett rec'd info alleging that an n20 was providing high readings. Caller stated the n20 was providing 100% saturation all the time. Caller stated there was no pt harm.